Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The field service engineer (fse) evaluated instrument. Fse replaced multiple hardware parts including ise ration pump, carbon bridge, mc sample probe and sodium electrode to resolve the issue. The cause was hardware components. (B)(4).

Event description:
The customer reported obtaining false low sodium (na) and chloride (cl) for twelve (12) patient on unicel dxc 800 pro synchron system. The results were reported out of the laboratory but later amended. The customer repeated the sample on another back up instrument and obtained the results within normal reference ranges for na and cl. There was no impact to patient treatment. Quality control was within laboratory established ranges on the day of the event.